Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not functioning correctly and did not detect atrial tachycardia/atrial fibrillation that the patient was experiencing. The device remains in use. No patient complications have been reported as a result of this event.